Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): - 110031427 (66992998). G2: foreign - event occurred in germany. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 3 months post-implantation due to loosening of the inlay despite engagement of the locking mechanism. The loosening was noted during the postoperative period. During the revision procedure, intra-operative assessment confirmed the inlay was loose; the surgeon revised the loose inlay and re-implanted the inlay component. Attempts have been made and no further information has been provided.